Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient experienced dizziness and lost consciousness and hit his head due to this. An ambulance was called by the patient´s colleagues, but nobody looked at what the cgm reading was at that time. The patient was brought to the hospital and was treated with glucagon. When a fingerstick was taken at the hospital the cgm was reading 222 mg/dl and the blood glucose reading was 100 mg/dl. Diagnostic tests including a unspecified scan of the head, an x-ray and blood tests were done to exclude an injury from the fall, and all came back negative. The patient was given some food as well, and was discharged after 8 hours. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction to the following statement in the initial MDR, "the reported glucose values fall within the c zone of the parkes error grid.". H2: correction.

Event description:
There were no reported glucose values available to search within the parkes error grid calculator when the patient lost consciousness. The reported glucose values fall within the c zone of the parkes error grid at the hospital.